Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was off the insulin pump for greater than 48 hours when hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer was reported that insulin pump had motor error. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer was assisted with troubleshooting. The customer was reported that the drive support cap was normal. Customer reported they were not using insulin pump. Customer was using manual injection. The insulin pump will be returned for analysis.